Event description:
It was reported that an intra-aortic balloon (iab) was emergently, inserted. After insertion of the iab, the balloon would not open and the pump kept alarming. The pump alarmed and the balloon was not supporting the patient. As a result, a new iab was used and was functioning appropriately. The patient was supported on the pump. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of iab would not inflate completely is not able to be confirmed. The root cause of the complaint is undetermined. If the product is returned at a later date, a full investigation of the sample will be completed. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. The reported complaint will be monitored for any developing trends. No further action required at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an intra-aortic balloon (iab) was emergently, inserted. After insertion of the iab, the balloon would not open and the pump kept alarming. The pump alarmed and the balloon was not supporting the patient. As a result, a new iab was used and was functioning appropriately. The patient was supported on the pump. There was no report of patient complications, serious injury or death.